Event description:
The touchscreen will not hold calibration. The touchscreen will ¿shift¿ right or left seemingly randomly. The screen protector needs to be replaced. Customer had concerns with the 12-lead ECG showing artifacts (I have not been able to consistently replicate this issue). Please evaluate. Customer has stated that spo2 does not read accurately (I have not been able to replicate).¿